Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm and unresponsive button due to blank display. Insulin pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. The insulin pump was exposed to moisture. Customer's blood glucose level was 99 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.